Event description:
It was reported that the customer experienced an issue with the touchscreen responsiveness of their pump, where the screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive pump reset information, and after the customer initiated the reset process, the issue was resolved, allowing interaction with the pump screen again.